Event description:
It was reported that the patient received one inappropriate shock due to oversensing of noise. The ventricular lead showed a sudden increase in impedance as well as unstable impedance. The lead integrity alert had also been triggered. The lead is scheduled to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.